Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a yellow alert 1007 related to capacitor charge time exceeding the limit. The device was recommended to be explanted and has been explanted at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.